Event description:
A dealer called sunrise medical on (B)(6) 2013 to report an adverse event. The dealer reported that the jay union cushion has slowly flattened out. The dealer is alleging that this has caused the end user to developed a stage 2 pressure sore near his upper thigh area.

Manufacturer narrative:
Sunrise medical sent a replacement cushion to the end user on (B)(6) 2013. The new cushion should prevent the sores from worsening or recurring. The old cushion is being returned for investigation. If and when the cushion is received, our internal failure investigator will complete the investigation and a follow up report will be filed.